Manufacturer narrative:
Pump remains implanted. It was reported that the controller will be returned; however, it has not been received for evaluation as of the date of transmission of this report. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A supplemental report will be submitted when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Pump remains implanted.

Event description:
It was reported that a patient presented to the clinic with low flow alarms. He stated his automatic internal cardiac defibrillator fired. He states that he then smelled a "burning like smell" coming from the controller. Patient states it smelled like a fuse blew and the controller was very hot. The coordinator noted that the trend screen did not record a rpm or power wave-form, "like the pump was off". Patient states the controller never alarmed. Site changed the controller and log files sent for review. Pump remains implanted. It was reported that the controller will be returned; however, it has not been received for evaluation as of the date of transmission of this report. No effects to the patient were reported.

Manufacturer narrative:
One controller was returned for evaluation on (B)(4) 2015. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.